Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Section h10: the recall number assigned to the event reported in this manufacturer report has been received and documented in section h9 of this report.

Manufacturer narrative:
The ultra delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: balloon burst radially and longitudinally with no missing pieces, balloon fully separated at proximal taper and the distal shoulder is flared. Functional testing was unable to be performed due to the condition of the returned device (burst balloon). Dimensional testing was performed on the single wall thickness of the balloon along the tear and was found to be in within specification. The delivery system and components are inspected several times throughout the manufacturing process. The balloon is inspected for visual defects and during balloon final inspection the balloons are dimensionally and visually inspected. Sample balloons are tested for burst pressure. During final balloon forming process the compression of the balloons is visually inspected. Inspection of the folded balloon dimension are performed. During final assembly the balloons are leak tested. During final inspection, the distal and proximal balloon bonds are inspected. In addition, during final inspection the entire device is inspected for missing parts/components and contamination. In addition, product verification (pv) testing is performed on a sampling basis. Samples must meet testing specifications as a requirement for lot release. The lot meet the criteria. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record (DHR) was performed and did not reveal any manufacturing related issues that contributed to the event. A review of complaint history for the edwards ultra delivery system (all models, all sizes) for the past 12 months (march 2018 to february 2019) revealed other similar complaints with returned devices for the complaint code ¿balloon - burst¿. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. A review of complaint history revealed that the occurrence rate did not exceed the february 2019 control limit for all the trend category. Ultra delivery system IFU, device preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the ultra delivery system. The procedural training manual provides instructions for balloon rupture. Step-by-step instructions includes the following: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system, when removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip, watch under fluoro with every movement, be patient and pull gently especially near tear and balloon shoulder transitions, if resistance is met near or at the sheath tip, force could result in additional tearing of the balloon material and the balloon material or tip coming off, if getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help, if successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. In addition, if you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature, risk of major complication is too high, convert to surgery immediately, it should be surgically removed, the surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs and ensure the valve is well opposed if it is not, you must post dilate immediately with another balloon or delivery system and sheath. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿balloon - burst¿ was confirmed through visual inspection of the returned device. However, no manufacturing non-conformance's were identified during the investigation. In addition, based on a review of the DHR, lot history, and complaint history, there was no indication that a manufacturing non-conformance contributed to the reported event. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. As the device was able to be de- aired during device preparation, it is unlikely there was issue with the device when removed from packaging. Per report, ¿leaflets heavily calcified¿. An in-depth evaluation regarding complaints and clinical data for ¿balloon ¿ burst¿ has been documented in and edwards lifesciences technical summary. In this technical summary, it was found that patient factors, such as annular calcification, can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In this case, available information suggests that patient (calcification) may have contributed to the reported event. However, a definitive root cause was unable to be determined. No labeling/IFU inadequacies were identified. As such, neither corrective/preventative actions nor a product risk assessment (pra) are required at this time. However, a pra was previously initiated per management discretion to investigate the balloon burst issue and its associated risks, and further investigation is being performed.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, after successful valve deployment of a 23mm sapien 3 valve in the aortic position by transfemoral approach, the ultra delivery system balloon ruptured at maximum volume. The balloon was safely retrieved from the patient and there was no injury and no cut down required. Per report, the balloon ruptured longitudinally and circumferential. In addition, the patient¿s leaflets were heavily calcified.